Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 3550-29, lot# unknown, product type: accessory; product ID: 977a2, lot# unknown, explanted: (B)(6) 2019, product type: lead. Analysis of the ins (s/n: (B)(4)) found lead parts stuck inside the port and analysis of the lead (s/n: unknown) found that it was not completely seated in the ins connector port plus crushed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 977a2, lot# unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: 14-apr-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that during a lead revision surgery, the hcp was not able to loosen the setscrew and was not able to remove the lead from the implantable neurostimulator (ins) header. The reason for lead revision was bad impedances. Impedances were measured on (B)(6) 2019. During surgery, the lead broken and was removed completely afterwards. It was intended to remove proximal part of the lead from the ins in order to replace the lead. It was reported that the patient bent over in order to pull on a shoe prior to (B)(6) 2019, which was the only known external factor that may have led to the issue of high impedances. Later, it was reported that in (B)(6) 2018, the patient performed physical exercises and felt inconvenience in the area of the ins. Afterwards, therapy was available only occasionally with reduced therapy outcome. The lead broke during the revision on (B)(6). Actions or interventions taken to resolve the issue was the replacement/revision of the ins and lead. The issue was resolved. It was noted that after replacement of the complete system, therapy outcome was very good again. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 3550-29, product type: accessory. Product ID: 977a2, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stimulation was off and needed to be charged sooner. Relevant medical history includes failed back syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 3550-29, product type: accessory. Product ID: 977a2, lot# unknown, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.